Manufacturer narrative:
Clinical evaluation a revision surgery was performed approximately 10 years after primary tka due to loosening of the tibial component. The femoral component was reported as stable, infection was reported as absent, and no traumatic event was reported. The available radiographic information shows findings supporting tibial component mobilization, specifically radiolucent lines around the tibial component. These radiographic signs are compatible with tibial loosening and are consistent with the reported reason for revision. Aseptic loosening is a known possible adverse event following primary tka, and its etiology is often multifactorial or unclear. Based on the information currently available, the root cause of the tibial loosening cannot be determined with certainty. At present, there is no direct evidence confirming a manufacturing defect, device malfunction, or other device deficiency. Batch review performed on 12 june 2026: lot. 155750: (B)(4) items manufactured and released on 07-jan-2016. Expiration date: 2020-dec-07. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause:aseptic loosening is possible literature described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
Revision surgery due to tibial tray loosening after about 10 years and 1 month from primary.